Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displayed "speaker malfunction" message without audio. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the device displayed a "speaker malfunction" message without audio. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer was advised by the remote support engineer to return the device to bench for service repair. The device has not been received by the philips authorized repair facility for evaluation, therefore, the complaint allegation cannot be confirmed and the cause is unknown.

Manufacturer narrative:
H3 other text : device not returned.